Manufacturer narrative:
(B)(4). A device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: half of the capio suture was used. The treatment on one leg was performed successfully, but the tissue of other side of the leg was thin and failed to be caught after 4 to 5 attempts. When the customer tried to load the suture to the handle on the 5th or 6th attempt, they noted that the distal tip of the suture did not have an arrow head. An x-ray was done to see if the missing arrow head was in the patient, but the arrow head was not found. The customer also looked for the arrow head on the floor but could not find it. The lesion was not tortuous. The same handle was used to fixate the suture, and the device was inserted into the tissue. The procedure was completed successfully. Functional testing was performed prior to use. The patient's condition was reported as fine.